Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -14.5/2.5/112 (sphere/cylinder/axis) lens tore during loading.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim#(B)(4).

Manufacturer narrative:
B5 - backup lens implanted on (B)(6) 2023 and problem was resolved. Claim# (B)(4).